Manufacturer narrative:
Initial

Event description:
It was reported that the user wearing an insulin pump experienced a hypoglycemic event, became confused during a scheduled education call, and emergency medical services were contacted while the user attempted to ingest carbohydrates; the user later reported treating themselves with canned fruit and noted the glucose nadir was 40 mg/dl, with no preceding physical activity or correction dose. Symptoms included confusion consistent with low blood glucose. Outcomes included the need for urgent attention for low glucose without long-term sequelae. Investigation included communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed no device-related findings and insufficient information to identify a specific device component or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.